Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The voltage check passed. The load cell value and verification was within tolerance. The temp test passed. The patient sensor calibration passed. The mushroom heads check passed. The system air leak passed. The valve activation test passed. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient reported in fill 1 of 4 that was performing stat drain due to patient was feeling full. Patient reported ultrafiltration (uf) of 3110 ml during stat drain 1. Upon review of the treatment data, an event of increased intraperitoneal volume (iipv) was found. The reported drain od 5148 ml in stat drain 1 was 253% of the expected drain volume which resulted in a reportable device malfunction. After draining patient felt empty, as starting to get cramps. Patient cancelled the treatment on the cycler. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that patient did not experience any adverse events and the cramps had resolved. Patient did not complete treatment on the night of event. Patient was performing continuous cycling peritoneal dialysis after that. Drain 0: 108 ml uf=108 fill 1: 2038 ml stat drain 1: 5148 ml uf: 3110 ml